Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a shaft rupture occurred. The stenosed target lesion was located in the tortuous and moderately calcified superficial femoral artery (sfa). A 2.1mm jetstream xc was selected for use. During the procedure, the catheter midshaft twisted on itself and the outer layer ruptured. The device was removed intact from the patient. There were no patient complications and the patient fully recovered.